Manufacturer narrative:
Dc bead lumi (with doxorubicin) was reported to have been used in the treatment of this patient. The equivalent product lc bead lumi is available in the USA and is indicated for the treatment of hypervascular tumors and arteriovenous malformations (avm). Btg medical assessment: at an unknown date, a patient (age, sex, medical background and condition) not known was treated for an hcc of 3.3 cm by administration of dc beads lumi. The patient received 2 successive procedures and the delay between the 2 procedures are not known. Volume of beads administrated during the second procedure not known location of catheter for beads administration not known. There was no device failure or malfunction, this is a non- target embolization, pre-existing condition that could have favoured this occurrence is not known (biliary tract dilatation, intra tumoral biliary fistula) the patient experienced a dilatation and oedema of biliary tract, which is a serious related and expected device adverse event. The physician reported that the event was due to excessive embolization. The cautions section of the IFU for dc lumi specifies: based on evidence from the literature for the equivalent product, dc bead, a recommended dose of 37.5mg doxorubicin per 1ml of dc bead lumi should not be exceeded. Exceeding the maximum recommended dose may lead to significant systemic exposure to doxorubicin and related side effects. With this in mind btg is reporting this event in an abundance of caution. The device remains implanted in the patient and consequently cannot be returned to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Follow-up information was requested, however no information has been received to date. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time, this report is considered final.

Event description:
Hcc patient experienced toxicity to the bile duct and was hospitalised for 3 weeks. (Cholangitis - dilation and swelling of the intrahepatic bile duct). First dc lumi procedure: single 3.3cm hcc. Right lobe segment 8 and 5. Not eligible for surgery. Dose delivered 37.5mg dox. Cbct good deposition of beads + contrast in tumour. Good coverage in tumour. Second dc lumi procedure: angio showed no real hypervascular blush but more lumi given because of residual blush. The 30mg dox delivered. Ncect after 24h showed lumi in whole right lobe and cholangitis. Patient did not tolerate the procedure and was hospitalised for 3 weeks due to cholangitis (dilation and swelling of the intrahepatic bile duct). Doctor said this is an expected event from over embolization. Patient age is unknown. Zero years has been entered as default information only.